Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the switch 3 was not working due to a faulty charged coupled device and the leak is due to a pin in the cable. Both issues have a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited that the switch 3 was not working, a tiny pin hole on the cable, and leak on it too. There was no patient involvement.